Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and stomach pain. The cause for the events were not reported. It was reported that the patient was hospitalized for the events and was treated with unspecified antibiotics (doses, routes, durations and frequencies not reported). It was reported that patient's fluid was clear and has to proceed with antibiotics. At the time of this report, patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.